Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneously normal thyroid stimulating hormone (tsh) results for several patients generated by unicel dxi 800 accesss chemistry analyzer. The results were reported out of the laboratory and questioned by the physician, since they did not match the patient's clinical presentation. The samples were repeated and inconsistent results were obtained within and below the normal reference range. The customer did not receive any report of patient injury requiring medical intervention of change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collected the tsh samples in plastic bd li heparin plasma tubes with a gel separator. The samples were centrifuged for seven minutes. All three levels of tsh qc have been within the customers established ranges pre and post the event. The samples were provided to customer product line support (cpls) for additional testing. The results obtained in cpls were consistent with results obtained by customer after re-spinning and rerunning the sample. A bci field service engineer (fse) was dispatched for this event; however, fse report is not available. A clear root cause is undetermined for this event.